Event description:
Per spontaneous call from pt, cadd legacy pump sn (B)(4) is giving non-disposable clamp tubing error. They tried resetting the cassette and turning the pump off and on, and it will start to run then stop and error. Pt switched to backup pump without issue. No harm to pt. Sending new pump to pt for tomorrow and she will return the broken pump to us. No further info available. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.